Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; at implant a non-endologix stent was placed due to intraoperative dissection, and fluid collection in the left groin at 5 months post implant. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. There was no detected device malfunction, rather there was a procedure-related harm during the initial implant. The left common iliac artery dissection was recognized and treated successfully. No procedure, or user-related issues detected. No off-label product use conditions were detected however, it was likely that the tortuous access vessels and calcifications contributed to this event (cautionary product use). Procedure-related harms included a persistent left groin fluid collection. Associated clinical harms included; an intra-operative left iliac dissection and placement of a non endologix stent. The patient status could not be determined, however there has been no reports of further negative patient sequelae related to this event. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
An afx bifurcated and vela suprarenal stent was implanted to treat an abdominal aortic aneurysm. During the clinical evaluation of (B)(4) (report #: 2031527-2017-00372) for an endoleak type ia and type ii, it was discovered that the patient had an intraoperative dissection which required a placement of a non-endologix stent.